Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm and the insulin pump stopped working then came back on. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880l, unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1880l. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a partial display/missing segments with vertical colored lines and a grayish blob displayed due to cracked lcd glass. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test or verify the insulin flow blocked alarm complaint due to the display anomaly. The trace and history files were successfully downloaded using thump. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment, stained and faded serial number label, and pillowing keypad overlay. Missing segments/partial display is confirmed due to cracked lcd glass. Moisture damage is confirmed. The unexpected insulin flow blocked alarm complaint is unknown due to the cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.